Event description:
Medical affairs spoke to pt in 2004 and obtained the following information: pt mentioned that they had been getting high readings for the past month on their meter and their meter kept giving them readings of 154 and 155. Pt assumed their meter was in mg/dl and in actuality it was in mmol/l. Pt had changed the code number a month ago and noticed the high readings since then. It is possible that the pt changed the unit of measurement while accessing the set up mode of the meter. One day (exact date unknown) they were experiencing symptoms, which consisted of feeling thirsty and irritable, so they tested and obtained a 155. They then contacted their md, because a normal reading for their is in the 120's. Md advised pt to increase oral medication of avandia from 4mg to 8mg a day. He mentioned for pt to monitor the high readings for the next couple of days and if readings were still high after the increase in oral medication, then he wanted pt to come in and get tested and may be put on insulin. Pt then decided to contact lfs. Customer service, found out that pt's meter was in mmol/l and assisted pt in setting meter back to mg/dl. Medical affairs ran a control solution test with pt and meter fell within range. Pt mentioned that their readings are "back to normal in the 120 range." Based on the information provided, this case is being reported as an adverse event. Pt had been obtaining readings in the mid 200's, but misinterpreted as lower readings. The reading of 15.5mmol/l is 279mg/dl, which accompanied with their symptoms, is a serious injury. If pt had known earlier that their readings where high, they would have the opportunity to treat themselves sooner. User error contributed to the serious injury.